Manufacturer narrative:
The 16fr esheath was returned with a 29mm commander delivery system inserted. Visual inspection of the returned device was performed, and the following was observed: the valve was stuck in the sheath housing 2.5¿ from the distal triple marker. After disassembling the sheath housing the remove the valve, the valve was found up against the nose tip. Sheath expanded 6¿ from distal strain relief.  Sheath distal tip is unexpanded. After removal of the strain relief, a liner tear approximately 2¿ in length was observed. Flash/strand observed on the delivery system inflation balloon after insertion of the delivery system through the sheath. Imagery of patient anatomy and a procedural photo were provided for review and the following was observed: calcification is present in the patient¿s access vessels. The valve was caught in the sheath housing after use in the procedure. The liner thickness was measured along the length of tear and the sheath liner thickness at the measured location met the specification. The delivery system was inserted through the sheath after removal of the valve. Resistance was observed in the strain relief area approximately 2¿ from comnut. The delivery system was able to be fully advanced with the sheath expanding and tip opening as designed upon contact with the delivery system. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported events. A review of complaint history on confirmed device complaints (returned and no product returned) from september 2019 to august 2020 revealed similar complaints for the esheath (all models and sizes) for all the complaint codes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The following instruction for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the esheath: IFU for esheath, IFU for commander delivery system, device preparation manual and procedural training manual. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. Thv can be retrieved through sheath only before thv deployment (still crimped). Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported events were confirmed by the condition of the returned device and applicable imagery. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary written by edwards lifesciences. The technical summary provides rational as to why resistance occurs between the sheath and delivery system. The complaint description states, ¿as the surgeon was advancing the 29mm sapien 3 valve and commander delivery device into the 16f esheath he encountered very high resistance. At one point he said he could no longer advance.¿ the patient¿s access vessels had multiple regions where calcification was present. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The complaint description states that the customer ¿encountered very high resistance. At one point he said he could no longer advance¿. Excessive manipulation during insertion of the commander delivery system through the sheath and patient factors may have led to the observed liner damage on the returned device. The additional force used as an attempt to push the delivery system pass the sheath likely led to the liner tear. The sheath liner strand attached to the inflation balloon of the delivery system is additional evidence that resistance was felt during insertion of the device. Available information therefore suggests that patient factors (calcification) & procedural factors (excessive manipulation) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect was identified, no corrective or preventative actions are required. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
(B)(4). The devices were returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, during implant of a 29mm sapien 3 valve in a pre-existing 27mm freestyle valve in the aortic position, as the operator was advancing the 29mm sapien 3 valve and commander delivery device into the 16f esheath he encountered very high resistance. At one point the operator said he could no longer advance. As the operator pulled the commander back, the valve stayed in the sheath so it effectively pulled the valve off the balloon catheter distally. The valve was stuck in the hub between the partially expandable portion and the tri-seal plastic port. The devices were removed as one unit. There was no injury to the patient. A second  29mm sapien 3 valve, 29mm commander delivery system, and 16f esheath were prepped. After deployment of the second valve it was observed the valve landed much lower than intended. The patient had little to no ai and the valve was stable, so the team elected to not put another valve in. The devices will be returned for evaluation. Preliminary evaluation observed liner torn and liner strand after the engineers separated the devices.